Manufacturer narrative:
Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2020-00537.

Event description:
The user facility reported that the doctor experienced difficulty while inserting the angio-seal sheath and dilator. The sheath tip bent upon insertion, so another angio-seal device was opened. The second sheath and dilator were inserted successfully, however when the angio-seal was deployed, the anchor came back outside of the vessel. Manual pressure was used to achieve hemostasis. The procedure was a liver embolization. Right groin access was correctly assessed angiographically. The estimated blood loss was less than 250cc. The patient was in stable condition. The procedure outcome was a success. There were no other devices or equipment used with the reported product. Additional information was received on 11aug2020. All components were removed from the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.